Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 57.7 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. Prior to inserting the right ventricular lead into the body, the helix was examined. It was discovered that the helix did not extend smoothly, but it did extend after two turns, and then it would not retract, even after several tries. The physician elected to not use the lead due to suspected defect. A new lead was used. The patient was in stable condition.